Event description:
Dr took pt to surgery and inserted a right frontal ventriculostomy catheter, a codman intracranial pressure monitor and placed a cvp line. Four days later, while winding codman icp catheter to tape to head, catheter snapped in half. Four days later dr removed the codman catheter and resutured the ventriculostomy catheter.